Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that the patient had a reaction to the nitrile exam glove extra large. Started soon after use, bruising on the skin and got tender and got puffy and a little blood on spot of the skin. It has been only a week, got simple sure green by simple med xlarge nitrile elimination glove powder free. They stated the gloves from clinic are green and textured, skin friendly, accelerator free, non- chore. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".